Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the liquid crystal display and there were cracks in the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.